Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
During a surgery when the implant box was opened, regular scorpio femoral component 7rt was found inside the box instead of the regular scorpio femoral nrg implant which was ordered mentioned on top of the box.